Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. No data was provided for evaluation the complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed a pairing test with (B)(6) bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and no data found. Bin file analysis showed no loss of connection within the investigation. The reported event of a loss of connection was not confirmed. The reported allegation was not found.